Manufacturer narrative:
B3: bsc aware date used as event date is unknown.

Event description:
It was reported that device shift occurred. A left atrial appendage closure procedure was performed and a 35mm watchman flx closure device was implanted. At an unspecified time post-implant, it was observed that the patient had mitral valve regurgitation and needed a mitral valve replacement. The surgeon assessing the patient's mitral valve regurgitation noticed on the computed tomography (CT) that the 35mm watchman flx closure device was sticking out of the left atrial appendage, appearing to have proximally shifted. The surgeon contacted the physicians who managed the patient's watchman implant and they decided that the 35mm watchman flx closure device will be removed during the mitral valve replacement surgery.